Event description:
(B)(4). I have very heavy periods. I have sharp pains in my sides, right side more often.. I have uncomfortable sex, it hurts sometimes during sometimes after.. I lost a lot of hair on my head. I get red spots that look like "weps" on my body. I have very bad headaches almost daily. I have never had panic attacks and I do now. I have lower back pain. Not sure but my 10 month old breastfeeding feeds and has had a lot of diaper rashes and he said it could be caused by the milk, so I wonder if the milk has nickel in it.